Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), heartmate 3 lvas, serial number (B)(6), and the reported events and patient outcome could not be conclusively established. The account reported the patient suffered from sepsis cause by a severe infection of their demers catheter. The patient ultimately expired on (B)(6) 2021 due to a spontaneous intracranial bleed (icb) from de-arranged anticoagulation under sepsis. The outcome was reportedly not related to any device issues and an autopsy was not performed. It was also reported that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists bleeding, infection, sepsis, and stroke as adverse events that may be associated with the use of heartmate 3 left ventricular assist device. This document also lists infection as a potential late postimplant complication. Additionally, the IFU provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away due to an inter-cranial bleed, icb. Furthermore, it was reported that the patient suffered a spontaneous icb due to deranged anticoagulation under severe infection of a demers catheter. It was reported that the patients' outcome was not device or therapy related.